Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported the customer received a valid incomplete bolus alert as the customer did not finish the instructions on the pump touchscreen. This ultimately caused the customer's blood glucose (bg) to display "high" on the continuous blood glucose monitor, although exact value was not provided. The customer addressed bg with a correction bolus via pump. Additionally, it was reported the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose level was 49 mg/dl which was addressed with the customer consuming carbohydrates. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.